Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('muscular and skeletal pain in the pelvis, legs, elbows, neck') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2021, the patient experienced pelvic pain (seriousness criterion medically significant), neck pain ("muscular and skeletal pain in the pelvis, legs, elbows, neck"), arthralgia ("muscular and skeletal pain in the pelvis, legs, elbows, neck") and pain legs ("muscular and skeletal pain in the pelvis, legs, elbows, neck"). On an unknown date, the patient experienced fatigue ("significant fatigue"), gait disturbance ("restricted walking, unable to climb stairs"), asthenia ("lack of strength ") and pain in upper extremities ("pain in the arms"). Essure treatment was not changed. At the time of the report, the pelvic pain, neck pain, arthralgia, pain legs, fatigue, gait disturbance, asthenia and pain in upper extremities outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, fatigue, gait disturbance, neck pain, pain legs, pelvic pain and pain in upper extremities with essure. The reporter commented: daily life in slow motion . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Antinuclear antibody - on (B)(6) 2021: title on hepatoblastoma 2 cells: 100 (reference value < 100). Appearance: nuclear (adenylyl cyclase type 8 [ac-8] to adenylyl cyclase type 10 [ac-10] of the international consensus on anti-nuclear antibodies patterns [icap] 2015 nomenclature). Interpretation: presence of an anti-nuclear antibody with a nucleolar appearance; on (B)(6) 2022: title on hepatoblastoma 2 cells: < 100 (reference value < 100). C-reactive protein (5.0 mg/l) - on (B)(6) 2021: 23.3 mg/l; on (B)(6) 2022: 0.9 mg/l. Investigation - on (B)(6) 2021: sedimentation rate 1st hour, total ethylenediamine tetraacetic acid (edta) blood 38 mm (reference value <32). Protein urine (0.10 g/l) - on (B)(6) 2022: 0.18 g/l. Rheumatoid factor - on (B)(6) 2021: 177 iu/ml ( reference value <14). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-mar-2022. The most recent information was received on 28-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of musculoskeletal pain ("muscular and skeletal pain in the pelvis, legs, elbows, neck") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of myomectomy (hysteroscopy) in 2003 and ectopic pregnancy (treated with methotrexate) and parity 3 (natural births). No medication allergy known. No argument for allergy to nickel, but an allergology test was not performed. As concurrent condition the report mentioned menopause. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2021 she experienced musculoskeletal pain (seriousness criteria medically important and intervention required), fatigue ("significant fatigue"), gait disturbance ("restricted walking, unable to climb stairs"), asthenia ("lack of strength"), pain in extremity ("pain in the arms") and muscle disorder ("muscle disorders"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (bilateral salpinectomy on (B)(6) 2022). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to musculoskeletal pain, fatigue, gait disturbance, asthenia, pain in extremity or muscle disorder. The reporter commented: daily life in slow motion. Essure removal questionnaire: menopausal patient with musculoskeletal disorders for about 18 months with fully negative rheumatologic assessment. The patient wants to have her essure implants removed since she doubts their innocuity. Essure was removed on patient's request for hip joint pain (pelvis), unexplained asthenia and muscle disorders. Mild to moderate improvement after essure removal. Physician considered the events unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.001 kg/sqm. [Antinuclear antibody] on (B)(6) 2021: title on hepatoblastoma 2 cells: 100 (reference value < 100). Appearance: nuclear (adenylyl cyclase type 8 [ac-8] to adenylyl cyclase type 10 [ac-10] of the international consensus on anti-nuclear antibodies patterns [icap] 2015 nomenclature). Interpretation: presence of an anti-nuclear antibody with a nucleolar appearance; on (B)(6) 2022: title on hepatoblastoma 2 cells: < 100 (reference value < 100) [c-reactive protein (> 5.0 mg/l)] on (B)(6) 2021: 23.3 mg/l; on (B)(6) 2022: 0.9 mg/l [investigation] on (B)(6) 2021: sedimentation rate 1st hour, total ethylenediamine tetraacetic acid (edta) blood 38 mm (reference value <32). [Pathology test] on (B)(6) 2022: right fallopian tube with a luminal fibrosis area in its proximal portion, related to the insertion of an essure device; no sign of progressive inflammation; lack of refracting deposits in polarized light. [Protein urine (> 0.10 g/l)] on (B)(6) 2022: 0.18 g/l. [Rheumatoid factor] on (B)(6) 2021: 177 iu/ml ( reference value <14). [Ultrasound pelvis] (date unknown): normal uterus and ovaries, the right essure implant is intrauterine over 14 mm and the left one over 8 mm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: physician (reporter added, but not medically confirmed since events considered unrelated) provided follow up information/essure removal questionnaire: patient's birth date, bmi , medical history (none reported previously) provided. Event added: muscle disorder. Essure was removed on patient's request for musculoskeletal pain (only one event) via bilateral salpingectomy on 16-oct-2022. Pathology test was provided. Ultrasound result was provided. Essure was removed on patient's request for hip joint pain (pelvis), asthenia. Physician considered the event unrelated to essure. French health authority reported that this record is a duplicate to record # fr-bayer-2023a037383 (medwatch 3500a MFR number 2951250-2023-01686) which will be deleted in bayer safety database after all information was transferred to this duplicate record # fr-bayer-2022a032293 which will be retained. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2022. The most recent information was received on 17-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('muscular and skeletal pain in the pelvis, legs, elbows, neck') in a 55-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2021, the patient experienced pelvic pain (seriousness criterion medically significant), neck pain ("muscular and skeletal pain in the pelvis, legs, elbows, neck"), arthralgia ("muscular and skeletal pain in the pelvis, legs, elbows, neck") and pain legs ("muscular and skeletal pain in the pelvis, legs, elbows, neck"). On an unknown date, the patient experienced fatigue ("significant fatigue"), gait disturbance ("restricted walking, unable to climb stairs"), asthenia ("lack of strength") and pain in upper extremities ("pain in the arms"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, gait disturbance, asthenia, neck pain, arthralgia, pain legs and pain in upper extremities outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, fatigue, gait disturbance, neck pain, pain legs, pelvic pain and pain in upper extremities with essure. The reporter commented: daily life in slow motion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Antinuclear antibody - on (B)(6) 2021: title on hepatoblastoma 2 cells: 100 (reference value < 100). Appearance: nuclear (adenylyl cyclase type 8 [ac-8] to adenylyl cyclase type 10 [ac-10] of the international consensus on anti-nuclear antibodies patterns [icap] 2015 nomenclature). Interpretation: presence of an anti-nuclear antibody with a nucleolar appearance; on (B)(6) 2022: title on hepatoblastoma 2 cells: < 100 (reference value < 100). C-reactive protein (5.0 mg/l) - on (B)(6) 2021: 23.3 mg/l; on (B)(6) 2022: 0.9 mg/l. Investigation - on (B)(6) 2021: sedimentation rate 1st hour, total ethylenediamine tetraacetic acid (edta) blood 38 mm (reference value <32). Protein urine (0.10 g/l) - on (B)(6) 2022: 0.18 g/l. Rheumatoid factor - on (B)(6) 2021: 177 iu/ml ( reference value <14). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Muscular and skeletal pain in the pelvis, legs, elbows, neck [musculoskeletal pain], significant fatigue [fatigue] , restricted walking, unable to climb stairs [walking difficulty] , lack of strength [strength loss of] , pain in the arms [pain in upper extremities] , muscle disorders [muscle disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-mar-2022. The most recent information was received on 08-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of musculoskeletal pain ("muscular and skeletal pain in the pelvis, legs, elbows, neck") in a 54-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of uterine myomectomy (hysteroscopy) in 2003 and ectopic pregnancy (treated with methotrexate) and parity 3 (natural births). No medication allergy known. No argument for allergy to nickel, but an allergology test was not performed. As concurrent condition the report mentioned menopause. On (B)(6) 2012, the patient had essure inserted. In (B)(6)2021 she experienced musculoskeletal pain (seriousness criteria medically important and intervention required), fatigue ("significant fatigue"), gait disturbance ("restricted walking, unable to climb stairs"), asthenia ("lack of strength"), pain in extremity ("pain in the arms") and muscle disorder ("muscle disorders"). Essure was removed on (B)(6)2022. The patient was treated with surgery (bilateral salpinectomy on (B)(6) 2022). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to musculoskeletal pain, fatigue, gait disturbance, asthenia, pain in extremity or muscle disorder. The reporter commented: daily life in slow motion. Essure removal questionnaire: menopausal patient with musculoskeletal disorders for about 18 months with fully negative rheumatologic assessment. The patient wants to have her essure implants removed since she doubts their innocuity. Essure was removed on patient's request for hip joint pain (pelvis), unexplained asthenia and muscle disorders. Mild to moderate improvement after essure removal. Physician considered the events unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.001 kg/sqm. [Antinuclear antibody] on (B)(6) 2021: title on hepatoblastoma 2 cells: 100 (reference value < 100). Appearance: nuclear (adenylyl cyclase type 8 [ac-8] to adenylyl cyclase type 10 [ac-10] of the international consensus on anti-nuclear antibodies patterns [icap] 2015 nomenclature). Interpretation: presence of an anti-nuclear antibody with a nucleolar appearance; on (B)(6)2022: title on hepatoblastoma 2 cells: < 100 (reference value < 100) [c-reactive protein (> 5.0 mg/l)] on (B)(6)2021: 23.3 mg/l; on (B)(6) 2022: 0.9 mg/l [investigation] on (B)(6) 2021: sedimentation rate 1st hour, total ethylenediamine tetraacetic acid (edta) blood 38 mm (reference value <32) [pathology test] on (B)(6)2022: right fallopian tube with a luminal fibrosis area in its proximal portion, related to the insertion of an essure device; no sign of progressive inflammation; lack of refracting deposits in polarized light [protein urine (> 0.10 g/l)] on (B)(6) 2022: 0.18 g/l [rheumatoid factor] on (B)(6) 2021: 177 iu/ml (reference value <14) [ultrasound pelvis] (date unknown): normal uterus and ovaries, the right essure implant is intrauterine over 14 mm and the left one over 8 mm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.